Manufacturer narrative:
The test strips were requested for investigation. The reporter's strips were provided for investigation where they were tested using a retention meter and high level controls. Testing results (qc range = 2.4 ¿ 3.3 inr): qc 1: 2.9 inr, qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer ran qc on the meter and the results passed. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs pro meter serial number (B)(4) compared to a laboratory using the dade innovin reagent. Patient 1: the meter result was 3.3 inr. The result from the laboratory within 4 hours was 4.90 inr. Patient 2: the meter result was 4.9 inr. The result from the laboratory within 4 hours was 7.05 inr. Patient 1 has a therapeutic range of 2.0-3.0 inr. The therapeutic range for patient 2 was not provided.